Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cross-connector stripped while being installed during a procedure. It was removed and replaced with another cross connector causing a minor delay to surgery. There was no patient harm reported with this event.

Manufacturer narrative:
The returned cross connector was evaluated. There were no visual signs of damage to any of the threaded features. A functional check of the device proved all set screws moved smoothly and tightened/loosened appropriately. There were no device failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.